Event description:
Patient has a boston scientific spinal cord stimulator that they have some issues with and they are looking at replacing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).